Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had a tumour around psoas. Item code and lot unknown, not in patient notes and not identifiable. Mhra reference no: (B)(4).